Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent struts on distal rows 4 and 5 were squashed and deformed. The undamaged crimped stent outer diameter was measured the result was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of slight damage on the distal edges of the tip. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 26apr2017. It was reported that crossing difficulties were encountered. The 99% stenosed target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A 2.50 x 28 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another synergy¿ stent. No patient complications or injuries were reported. However, returned device analysis revealed a distal stent damage.